Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction:user applied blood sample to strip before inserting strip into meter and customer is testing with expired test strips(6/30/2016). (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call "the heart pounding fast"- unable to establish contact with the customer at this time.

Event description:
Costumer complaint of e-3 error message. E-3 error occurred upon insertion of test strip into meter port. Customer states she feels like her heart is pounding fast. Customer states she usually wakes up feeling like this and her doctor is aware. Customer also stated this is what caused her to want to check her blood glucose. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Customer was not using proper testing technique. Customer was applying sample to the strip before inserting it into the meter,that may cause the e-3 error message. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 6/30/2016. Customer was using expired strips(6/30/2016).

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user applied blood sample to strip before inserting strip into meter and customer is testing with expired test strips(6/30/2016). (B)(4). Manufacturer contacted customer with follow up phone calls to know whether the customer continue feeling "the heart pounding fast";unable to talk to customer;product notification letter sent.

Event description:
Costumer complaint of e-3 error message. E-3 error occurred upon insertion of test strip into meter port. Customer states she feels like her heart is pounding fast. Customer states she usually wakes up feeling like this and her doctor is aware. Customer also stated this is what caused her to want to check her blood glucose. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Customer was not using proper testing technique. Customer was applying sample to the strip before inserting it into the meter,that may cause the e-3 error message. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 6/30/2016. Customer was using expired strips(6/30/2016).